Event description:
Pump declared a cartridge change error, and customer's blood glucose level exceeded normal levels with a reading of "high," though the specific value was unknown. Customer administered a correction injection via multiple daily injections and followed technical support's guidance to inspect and clean pump components, though initial attempts to resolve the error were unsuccessful. Despite assistance from technical support in filling and loading a new cartridge, the issue persisted, leading to further escalation for more advanced troubleshooting.